Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that the cathena safety did not activated which resulted in an exposed needle. Cathena safety did not activated which resulted in an exposed needle.